Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and autoimmune disorder ('autoimmune reaction') in a 40-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dysuria, vaginal bleeding, vaginal discharge, abdominal abscess, vaginal delivery, numbness, joint surgery, ibd, ureteral calculus, blood transfusion, hypovitaminosis, thrush, cholecystectomy, anal polyp, cervicitis, vitamin d deficiency, overweight, hip replacement, circulatory collapse and inflammation gallbladder. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included migraine without aura, migraine with aura, shoulder pain, cervical spinal stenosis, crohn's disease, right upper quadrant pain, oropharyngeal candidiasis, cholelithiasis, ureteral calculus, nephrolithiasis, kidney stones, hydronephrosis, somatic symptom disorder, diarrhea, ileal stenosis, colonic stenosis, shortness of breath, fatigue, dyspnea, dizziness, palpitations, hepatic cyst, polydipsia, bruising, constipation, speech disorder, flank pain, urinary retention, bladder spasm, hydronephrosis, acute pharyngitis, multiple allergies, sore throat, tongue white, itching, epigastric pain, syncope, gallstones, vomiting, osteoarthritis, degenerative disc disease, neck pain, photophobia, oropharyngeal candidiasis, mental status changes, rectal polyp, myopia, presbyopia, visual disturbance, confusion, headache, cervical disc herniation, weakness, foot injury, pain in extremity, memory loss, tingling, post-traumatic stress disorder, arrhythmia, hypertension, dysmenorrhea, premenstrual dysphoric disorder, adenomyosis, dehydration and tenderness. Concomitant products included mesalazine (pentasa) for crohn's disease, verapamil for migraine as well as budesonide, butalbital;caffeine;paracetamol (fioricet), curcumin, cyanocobalamin, desipramine, diphenhydramine hydrochloride, eletriptan hydrobromide (relpax), ergocalciferol, gabapentin, hyoscyamine sulfate (levsin), ketorolac, melatonin, methylprednisolone, nystatin, prasterone (dhea), prochlorperazine, progesterone (prometrium), promethazine, sumatriptan, tramadol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menopausal symptoms ("hormonal changes; perimenopause"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping);") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 30 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), infection ("infections") and pelvic adhesions ("adhesions- bladder stuck to uterus"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal pain was resolving and the autoimmune disorder, menstrual disorder, infection, menopausal symptoms, depression, anxiety, headache, nausea, dysmenorrhoea, fatigue, weight increased and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, fatigue, headache, infection, menopausal symptoms, menstrual disorder, migraine, nausea, pelvic adhesions, pelvic pain and weight increased to be related to essure. The reporter commented: there were 5, coils noted trailing on the right and 3 to 4 coils noted trailing on the left. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Colonoscopy - on an unknown date: result: 1. Ulceration around the ileocecal anastomosis and involving the distal ileum. 2. Otherwise normal pan colonoscopy. Hysterosalpingogram - on (B)(6) 2014: result: the fallopian tubes are appropriately occluded with bilateral escher devices.; on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Lot number was added. Events " perimenopause, depression, mental anguish, migraines / headaches, nausea; dysmenorrhea (cramping), fatigue; weight gain, abdominal pain, adhesion" were added. Medical history, concomitant medication and lab data were added. Reporter, product and patient information were added. Outcome of events "pelvic pain, abdominal pain and migraines" were updated as recovering. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and autoimmune disorder ('autoimmune reaction') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder and infection outcome was unknown. The reporter considered autoimmune disorder, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and autoimmune disorder ('autoimmune reaction') in a 40-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dysuria, vaginal bleeding, vaginal discharge, abdominal abscess, vaginal delivery, numbness, joint surgery, ibd, ureteral calculus, blood transfusion, hypovitaminosis, thrush, cholecystectomy, anal polyp, cervicitis, vitamin d deficiency, overweight, hip replacement, circulatory collapse and inflammation gallbladder. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included migraine without aura, migraine with aura, shoulder pain, cervical spinal stenosis, crohn's disease, right upper quadrant pain, oropharyngeal candidiasis, cholelithiasis, ureteral calculus, nephrolithiasis, kidney stones, hydronephrosis, somatic symptom disorder, diarrhea, ileal stenosis, colonic stenosis, shortness of breath, fatigue, dyspnea, dizziness, palpitations, hepatic cyst, polydipsia, bruising, constipation, speech disorder, flank pain, urinary retention, bladder spasm, hydronephrosis, acute pharyngitis, multiple allergies, sore throat, tongue white, itching, epigastric pain, syncope, gallstones, vomiting, osteoarthritis, degenerative disc disease, neck pain, photophobia, oropharyngeal candidiasis, mental status changes, rectal polyp, myopia, presbyopia, visual disturbance, confusion, headache, cervical disc herniation, weakness, foot injury, pain in extremity, memory loss, tingling, post-traumatic stress disorder, arrhythmia, hypertension, dysmenorrhea, premenstrual dysphoric disorder, adenomyosis, dehydration and tenderness. Concomitant products included mesalazine (pentasa) for crohn's disease, verapamil for migraine as well as budesonide, butalbital;caffeine;paracetamol (fioricet), curcumin, cyanocobalamin, desipramine, diphenhydramine hydrochloride, eletriptan hydrobromide (relpax), ergocalciferol, gabapentin, hyoscyamine sulfate (levsin), ketorolac, melatonin, methylprednisolone, nystatin, prasterone (dhea), prochlorperazine, progesterone (prometrium), promethazine, sumatriptan, tramadol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menopausal symptoms ("hormonal changes; perimenopause"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping);") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 30 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), infection ("infections"), pelvic adhesions ("adhesions- bladder stuck to uterus") and anaesthesia ("loss of sensation of left hand"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal pain was resolving and the autoimmune disorder, menstrual disorder, infection, menopausal symptoms, depression, anxiety, headache, nausea, dysmenorrhoea, fatigue, weight increased, pelvic adhesions and anaesthesia outcome was unknown. The reporter considered abdominal pain, anaesthesia, anxiety, autoimmune disorder, depression, dysmenorrhoea, fatigue, headache, infection, menopausal symptoms, menstrual disorder, migraine, nausea, pelvic adhesions, pelvic pain and weight increased to be related to essure. The reporter commented: there were 5, coils noted trailing on the right and 3 to 4 coils noted trailing on the left. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Colonoscopy - on an unknown date: result: ulceration around the ileocecal anastomosis and involving the distal ileum; otherwise normal pan colonoscopy. Hysterosalpingogram - on (B)(6) 2014: result: the fallopian tubes are appropriately occluded with bilateral escher devices.; on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event "loss of sensation of left hand " were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and autoimmune disorder ('autoimmune reaction') in a (B)(6) female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dysuria, vaginal bleeding, vaginal discharge, abdominal abscess, vaginal delivery, numbness, joint surgery, ibd, ureteral calculus, blood transfusion, hypovitaminosis, thrush, cholecystectomy, anal polyp, cervicitis, vitamin d deficiency, overweight, hip replacement, circulatory collapse and inflammation gallbladder. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included migraine without aura, migraine with aura, shoulder pain, cervical spinal stenosis, crohn's disease, right upper quadrant pain, oropharyngeal candidiasis, cholelithiasis, ureteral calculus, nephrolithiasis, kidney stones, hydronephrosis, somatic symptom disorder, diarrhea, ileal stenosis, colonic stenosis, shortness of breath, fatigue, dyspnea, dizziness, palpitations, hepatic cyst, polydipsia, bruising, constipation, speech disorder, flank pain, urinary retention, bladder spasm, hydronephrosis, acute pharyngitis, multiple allergies, sore throat, tongue white, itching, epigastric pain, syncope, gallstones, vomiting, osteoarthritis, degenerative disc disease, neck pain, photophobia, oropharyngeal candidiasis, mental status changes, rectal polyp, myopia, presbyopia, visual disturbance, confusion, headache, cervical disc herniation, weakness, foot injury, pain in extremity, memory loss, tingling, post-traumatic stress disorder, arrhythmia, hypertension, dysmenorrhea, premenstrual dysphoric disorder, adenomyosis, dehydration and tenderness. Concomitant products included mesalazine (pentasa) for crohn's disease, verapamil for migraine as well as budesonide, butalbital;caffeine;paracetamol (fioricet), curcumin, cyanocobalamin, desipramine, diphenhydramine hydrochloride, eletriptan hydrobromide (relpax), ergocalciferol, gabapentin, hyoscyamine sulfate (levsin), ibuprofen, ketorolac, melatonin, methylprednisolone, nystatin, prasterone (dhea), prochlorperazine, progesterone (prometrium), promethazine, sumatriptan, tramadol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menopausal symptoms ("hormonal changes; perimenopause"), migraine ("migraines/then horrible migraines "), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping);") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 30 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), vaginal infection ("infections/vaginal infection"), pelvic adhesions ("adhesions- bladder stuck to uterus"), anaesthesia ("loss of sensation of left hand"), inflammation ("het inflammation under control"), systemic inflammatory response syndrome ("at first mine was just systemic inflammation"), pain ("hurt"), dyspepsia ("then digestive issues"), hypoaesthesia ("then numb feeling on the left side/sometime my leg is going numb - numbness of feet and legs"), vitamin d deficiency ("very low vit d levels"), cerebrovascular accident ("stroke like symptoms (could not walk or talk, or grip things during an episodes "), nerve injury ("nerve issue "), sensory loss ("loss of sensation - loss of sensation"), gait inability ("stroke like sypmtoms (couldnt walk or talk)"), aphasia ("stroke like sypmtoms (couldnt walk or talk)"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved, the autoimmune disorder, menstrual disorder, menopausal symptoms, depression, anxiety, headache, nausea, dysmenorrhoea, fatigue, weight increased, pelvic adhesions, anaesthesia, inflammation, systemic inflammatory response syndrome, pain, dyspepsia, hypoaesthesia, vitamin d deficiency, cerebrovascular accident, nerve injury, sensory loss, gait inability and aphasia outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anaesthesia, anxiety, aphasia, autoimmune disorder, bladder disorder, cerebrovascular accident, cystitis, depression, dysmenorrhoea, dyspepsia, fatigue, gait inability, genital haemorrhage, headache, hypoaesthesia, inflammation, menopausal symptoms, menstrual disorder, migraine, nausea, nerve injury, pain, pelvic adhesions, pelvic pain, sensory loss, systemic inflammatory response syndrome, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: there were 5, coils noted trailing on the right and 3 to 4 coils noted trailing on the left. Current weight (B)(6) had essure removed and all symptoms gradually going away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Colonoscopy - on an unknown date: result: 1. Ulceration around the ileocecal anastomosis and involving the distal ileum. 2. Otherwise normal pan colonoscopy.. Hysterosalpingogram - on (B)(6) 2014: result: the fallopian tubes are appropriately occluded with bilateral escher devices.; on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event added: abnormal bleeding, bladder disorder, urinary tract disorder, bladder infection, uti, vaginal discharge. Event infections updated to vaginal infection. Event outcome updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and autoimmune disorder ('autoimmune reaction') in a 40-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dysuria, vaginal bleeding, vaginal discharge, abdominal abscess, vaginal delivery, numbness, joint surgery, ibd, ureteral calculus, blood transfusion, hypovitaminosis, thrush, cholecystectomy, anal polyp, cervicitis, vitamin d deficiency, overweight, hip replacement, circulatory collapse and inflammation gallbladder. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included migraine without aura, migraine with aura, shoulder pain, cervical spinal stenosis, crohn's disease, right upper quadrant pain, oropharyngeal candidiasis, cholelithiasis, ureteral calculus, nephrolithiasis, kidney stones, hydronephrosis, somatic symptom disorder, diarrhea, ileal stenosis, colonic stenosis, shortness of breath, fatigue, dyspnea, dizziness, palpitations, hepatic cyst, polydipsia, bruising, constipation, speech disorder, flank pain, urinary retention, bladder spasm, hydronephrosis, acute pharyngitis, multiple allergies, sore throat, tongue white, itching, epigastric pain, syncope, gallstones, vomiting, osteoarthritis, degenerative disc disease, neck pain, photophobia, oropharyngeal candidiasis, mental status changes, rectal polyp, myopia, presbyopia, visual disturbance, confusion, headache, cervical disc herniation, weakness, foot injury, pain in extremity, memory loss, tingling, post-traumatic stress disorder, arrhythmia, hypertension, dysmenorrhea, premenstrual dysphoric disorder, adenomyosis, dehydration and tenderness. Concomitant products included mesalazine (pentasa) for crohn's disease, verapamil for migraine as well as budesonide, butalbital;caffeine;paracetamol (fioricet), curcumin, cyanocobalamin, desipramine, diphenhydramine hydrochloride, eletriptan hydrobromide (relpax), ergocalciferol, gabapentin, hyoscyamine sulfate (levsin), ibuprofen, ketorolac, melatonin, methylprednisolone, nystatin, prasterone (dhea), prochlorperazine, progesterone (prometrium), promethazine, sumatriptan, tramadol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menopausal symptoms ("hormonal changes; perimenopause"), migraine ("migraines/then horrible migraines "), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping);") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 30 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and abdominal pain ("abdominal area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), infection ("infections"), pelvic adhesions ("adhesions- bladder stuck to uterus"), anaesthesia ("loss of sensation of left hand"), inflammation ("het inflammation under control"), systemic inflammatory response syndrome ("at first mine was just systemic inflammation"), pain ("hurt"), dyspepsia ("then digestive issues"), hypoaesthesia ("then numb feeling on the left side/sometime my leg is going numb - numbness of feet and legs"), vitamin d deficiency ("very low vit d levels"), cerebrovascular accident ("stroke like symptoms (could not walk or talk, or grip things during an episodes "), nerve injury ("nerve issue "), sensory loss ("loss of sensation - loss of sensation"), gait inability ("stroke like sypmtoms (couldnt walk or talk)") and aphasia ("stroke like sypmtoms (couldnt walk or talk)"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal pain was resolving and the autoimmune disorder, menstrual disorder, infection, menopausal symptoms, depression, anxiety, headache, nausea, dysmenorrhoea, fatigue, weight increased, pelvic adhesions, anaesthesia, inflammation, systemic inflammatory response syndrome, pain, dyspepsia, hypoaesthesia, vitamin d deficiency, cerebrovascular accident, nerve injury, sensory loss, gait inability and aphasia outcome was unknown. The reporter considered abdominal pain, anaesthesia, anxiety, aphasia, autoimmune disorder, cerebrovascular accident, depression, dysmenorrhoea, dyspepsia, fatigue, gait inability, headache, hypoaesthesia, infection, inflammation, menopausal symptoms, menstrual disorder, migraine, nausea, nerve injury, pain, pelvic adhesions, pelvic pain, sensory loss, systemic inflammatory response syndrome, vitamin d deficiency and weight increased to be related to essure. The reporter commented: there were 5, coils noted trailing on the right and 3 to 4 coils noted trailing on the left. Current weight 180 lbs had essure removed and all symptoms gradually going away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Colonoscopy - on an unknown date: result: 1. Ulceration around the ileocecal anastomosis and involving the distal ileum. 2. Otherwise normal pan colonoscopy.. Hysterosalpingogram - on (B)(6) 2014: result: the fallopian tubes are appropriately occluded with bilateral escher devices.; on 09-jul-2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc-duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4) transferred into retention case (2018-241146). New events het inflammation under control, at first mine was just systemic inflammation, hurt,then digestive issues,then numb feeling on the left side/sometime my leg is going numb, very low vit d levels,stroke like symptoms (could not walk or talk, or grip things during an episodes, nerve issue, loss of sensation, - stroke like sypmtoms (couldnt walk or talk)stroke like sypmtoms (couldnt walk or talk) and new reporters were added from deletion case. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, menstrual disorder and infection outcome was unknown. The reporter considered autoimmune disorder, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.